Manufacturer narrative:
(B)(4). This follow-up report is being submitted to relay additional information. The following sections were updated/corrected: updated: d4; g3; h2; h3; h6. H6: suggested component code: mechanical (04) - provisional top. Visual examination of the returned product exhibits signs of repeated use (nicked or gouged) and confirming complaint the dovetail feature is fractured. Review of the device history record(s) identified no deviations or anomalies during manufacturing. Reported event did not occur in an operating room or as part of a medical procedure; medical records are not available for review. A definitive root cause cannot be determined. This complaint was confirmed by the returned device having fractured dovetails. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further information is available at the time of this report.

Event description:
It was reported that the tibial articular surface provisional was discovered to be fractured during routine tray inspection at the distributorship. No adverse events were reported as a result of this malfunction.

Manufacturer narrative:
(B)(4). The product has been received by zimmer biomet and the investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.